Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The symptom was found during service evaluation and is considered confirmed. During the evaluation, cracks were found in the ultrasonic flex which were determined to cause the false air in line alarms. The failed upstream sensor was replaced. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device constantly displayed the air in line message. There was no patient involvement.